Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/10/2015 to report that the receiver displayed a firmware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 12/30/2015 and download data logs do not contain information for the date of issue. Problem was confirmed. The root cause could not be determined post investigation.